Manufacturer narrative:
Additional information. Event date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is a previous smoker with a medical history of hypertension, hyperlipidemia and pvd. Index procedure was prompted by unstable angina. During the index procedure two resolute onyx des were implanted in the rca. Investigator assessed the event as not related to the index device and possibly related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Approximately 3 weeks post procedure the patient suffered gi bleed. Patient was on dapt at the time of the event. The event was treated with medication and blood transfusion.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.